Event description:
Customer reports to have received a no delivery alarm. Customer's blood glucose was 250 mg/dl. During troubleshooting, customer was assisted in performing a 5.0 unit fixed prime and insulin did not exit and pump alarmed no delivery. Customer states insulin did not exit with plunger push and there was greater than normal resistance with plunger. Customer was able to resolve no delivery with an infusion set and reservoir change. Infusion set would be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.